Event description:
It was reported by service report that the entire side rail would not latch in the raised position (toprail broken between spindles); brakes were not holding. No pt involvement or adverse consequences are reported.